Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analysed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. At a next step the pacemaker was interrogated and the pacemaker's memory content was analysed indicating no anomalies. The battery status was found to be eos. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behaviour. No intermittent or permanent loss of output was present. The eri status was triggered after the explantation of the device most likely due to influences of a cold temperature environment. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - patient arrived to hospital with pre-syncopal episodes correlated to posture. By (B)(6) 2014 episodes of vacuum feeling or lipothymia correlated to posture. Holter 24 h: supraventricular tachycardia and paroxysmal svt. Via device interrogation paroxysmal svt episodes with pacemaker mode switch considered correlated with symptoms. On (B)(6) 2015 after the pre-syncopal episodes, a decision to extract the system and replace it was made.